Manufacturer narrative:
Corrected information in d4: lot number. Additional information a2, a3, d4: expiration date and UDI number, h4, and h6: investigation type. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported a revision surgery was performed to address an anchor plate the fractured post-operatively. The patient was converted to a fusion and is doing well. The plate remains implanted in the patient.

Manufacturer narrative:
Corrected information in b6. Additional information h6: component, investigation type, findings, and conclusions. Additional method code in h6: historical data analysis: 4109. Device evaluation: product was not returned, however x-rays were provided. The plate is seen to have fractured.. Root cause: root cause was unable to be determined. This event could possibly be attributed to unknown patient, operational or traumatic factors. DHR review: DHR review was unable to be completed as lot information is not known. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported a revision surgery was performed to address an anchor plate the fractured post-operatively. The patient was converted to a fusion and is doing well. The plate remains implanted in the patient.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported a revision surgery was performed to address an anchor plate the fractured post-operatively. The patient was converted to a fusion and is doing well. The plate remains implanted in the patient.